Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4). A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump.

Event description:
The facility representative reported a colleague infusion pump with the condition of "810:11 alarm." This event occurred upon power-up. There was no patient involvement, patient injury, or medical intervention. During baxter's review of the event history, it was discovered that failure code 810:11 occurred during infusion, which caused an interruption during delivery. No additional information is available, as the customer has refused to be contacted. The user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up medwatch report will be submitted if additional information becomes available.